Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that scissor broke during case. This is a fairly new scissor. On (B)(6) 2015 customer reports that doctor was doing an upper extremity procedure when one of the handles broke off the device. No harm done. No further information available.

Manufacturer narrative:
(B)(4) 2015 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - one metzenbaum scissors returned in used condition, showing minimal wear. Inspected the returned metzenbaum scissors and noticed the handle is broken. There is blackening at the break site indicating this started as a stress fracture and with continued use and cleaning it caused the metal to break down and eventually causing it to break. Device history evaluation - DHR review nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: there is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.